Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) pressure would not zero. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The pressure cable was found to be faulty. The cable was replaced. The fse checked the iabp performance on a trainer, and intra-aortic balloon (iab) for an hour, no issue was observed, zeroing executed properly. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) pressure would not zero. No patient harm, serious injury, or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) pressure would not zero. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
It was noted that the blood pressure transducer cable is not a getinge supplied part and is supplied by the manufacturer.